Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment due to an overheat message. It was noted that the power cord bay assay latch was broken and the replacement handles were separating. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer turned off and when powered on again, turned off and could not be powered on. The product has been returned for service. There was no patient involvement.